Manufacturer narrative:
(B)(4). Image review: post op images of multilevel spinal instrumentation demonstrates bilateral rod fractures. It is not possible to determine fusion status or deformity correction on the images provided. Both of the factors may contribute to rod fracture; however, given that the event occurred 2 years after implantation, failure of bony fusion is the likely cause.

Event description:
It was reported that on (B)(6) 2013 patient underwent surgery in which rods, set screws and crosslink was implanted into patient's body. It was reported that in (B)(6) 2015, while polishing her toenails, the patient heard a loud pop that came from her body. The noise was too loud. The patient was immediately in severe back pain, sought treatment. The surgeon could not locate any problem in the patient's spine. Six months later, in (B)(6) 2016, the patient heard another loud pop while going from a standing to sitting position. The patient's back pain increased significantly, and she again sought treatment. An MRI did not reveal any problem in the back. After suffering with excruciating pain for more than 6 months, the patient sought a second opinion. The patient underwent x-rays on (B)(6) 2016 which revealed that two rods, which were surgically implanted in 2013 had completely broken into two pieces. In (B)(6) 2016, the patient underwent spinal surgery to remove the defective rods and to replace then with new rods. Reportedly, the patient sustained severe injuries as a result of defective spinal rods.

Manufacturer narrative:
X-ray image review result: post-op CT, x-ray and intra-op images provided for long segment thoraco lumbar and the thoraco pelvic fixation. Bone quality appears poor and the reported complications of fracture at the kyphotic apex are likely a result of failure of bony fusion fracture placement on the provided images appears appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on: (B)(6) 2012:patient was presented with complaint of kyphosis. On (B)(6) 2013: patient was presented with following impression: mild anterior compression fracture at l1. Status post lumbar fusion beginning at l1 level and extending inferiorly. Degenerative disc change l1-l2. Interbody graft l2-l3. On (B)(6) 2013: patient presented with following diagnoses: compression fracture of l1, thoracolumbar kyphosis, lumbar spinal stenosis t12-l1, thoracic spinal stenosis, t10-t11. And underwent following procedures: fixation of head to mayfield fixation device with pins, t10-11 and t12-l1 laminectomy with bilateral foraminotomies, t9-l1 posterolateral fusion, placement of pedicle screws from t9-t12 with extension of the fixation using second rod attached to the previous rod from t9 through l1, removal of previous screws at l1, kyphoplasty t9, t10, and l1 for osteoporotic bone,correction of kyphosis. On (B)(6) 2013: patient presented for an office visit with improvement and relief of her back and leg pain. On (B)(6) 2014, (B)(6) 2016: patient is having pain at the upper part of the incision. The patient symptoms are improving s ignificantly. On (B)(6) 2016: patient presented with following pre-op diagnosis: pseudoarthrosis at l1-2, fracture of previous lumbar rods, severe post-operative scar tissue, obesity, joint instability l1-2. And underwent following procedures: exploration of previous thoracolumbar laminectomy and fusion. Removal of previous fractured lower part of the rod and disconnection from the previous domino and screws. L1-2 transfacet diskectomy and performance of posterior lumbar interbody fusion. L1-2 posteriolateral fusion. Placement of new rods domino to the previous thoracic rod. Placement of a shorter third rod across the area of the pseudoarthrosis. Intraoperative evoked potential monitoring and electromylogram monitoring. As per-op notes"the cartilaginous endplate and then packed cancellous bone into the anterior part of the disk space along with a small piece of bmp, followed by further packing of the disk with bone." On (B)(6) 2016: patient is status post exploration of pseudarthrosis with heel lift and posterolateral refusion using 3 rods. Patient is doing well with relief of her back pain. On (B)(6) 2016, :patient is presented with hip pain more posterior over her sacroiliac joints and lumbar spine. Reportedly," the pain was more lateral." On (B)(6) 2016: patient is presented with increase in her chronic low back pain on the right side and reportedly, "is noticing some pain down her right leg with numbness and tingling in her right leg and some groin pain this week". Patient radio-graphs showed mild degenerative changes. On (B)(6) 2016: patient presented for follow up visit having some pain in the mid lumbar area over the paraspinous muscles on the right side and complained of some numbness and tingling involving the right anterior thigh.

Manufacturer narrative:
Additional information: image review image review: "two plus years after instrumentation and revision for long segment thoracolumbar instrumentation,patient bent forward to point her toenails and had a rod fracture at the previous kyphotic apex.patient's bone quality is described as osteoporotic and multiple kyphoplasties were performed.bony fusion status is unknown but presumably incomplete leading to rod fracture.system was revised to multiple rods/connectors spanning the kyphotic apex.root cause: patient specific factors".